Manufacturer narrative:
Recall: this ipg serial number was included in field advisories. 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall several months ago and as a result the scs ipg would no longer communicate with any external devices. In addition, the patient programmer displayed an error message. As such, the patient was referred to a neurosurgeon and surgical intervention was scheduled as the next course of action. Follow-up identified the procedure took place on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.